Event description:
It was reported that during preparation of retrograde intrarenal surgery, the physician could not open and close the basket. The procedure was completed with another of the same device and no patient complications were reported as a result of this event. Analysis of the returned basket identified that the pull wire was detached.

Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation result of pull wire detachment. Block h11: the returned zero tip basket was analyzed, and it was observed that the sheath and the pull wire were completely detached/separated from the handle. Additionally, the sheath is bent/kinked at the proximal section. The device returned with the basket on its open position. The handle was in good condition, and no other anomalies with the device were noted. With all the available information, boston scientific concludes that the reported event was confirmed since the pull wire detachment consequently did not allow the device to open or close at all. It is possible that these damages could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could cause the damages observed. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.